Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer requires maintenance. The field service engineer spoke to the customer to troubleshoot the system after troubleshooting now they are able to recover this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer encountered a failure during the medication dispensing procedure. The customer reported that the malfunction resulted two to three hours delay in dispensing of the medication to the patient, and they managed to get required medication from alternative station. There were no adverse events or injuries reported based on this incident.